Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, lens cracked. Lens was cracked maybe from the injector. Subsequently the lens was removed during initial procedure. Additional information received stating that tech does not always fill the cartridge up with ophthalmic viscosurgical devices (ovd) and other tech had no issues. So, hope was a stress test will confirm this as the issue.

Manufacturer narrative:
The lens was returned in a lens case. Viscoelastic was observed on the lens. One haptic was broken-gusset area. The lens was cleaned with klrp for further evaluation. The lens has scratches and cracks on the anterior surface at the gusset area of the broken haptic. The optic also has cracked and chipped damage on the anterior surface on opposite edges. This damage would indicate a plunger override occurred. The used company iii (d) cartridge was returned. Viscoelastic was observed in the cartridge. The tip has heavy stress lines. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed, and the documentation indicated the product met release criteria. A qualified handpiece cartridge was used. It is unknown if a qualified viscoelastic was used. The lens was returned and damage. One haptic was broken-gusset area. The lens had scratches and cracks on the anterior surface at the gusset area of the broken haptic. The optic also has cracked and chipped damage on the anterior surface on opposite edges. This damage would indicate a plunger override occurred. No problem was found with the returned cartridge. Topcoat dye stain testing was conducted with acceptable results. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The company representative did a training with the staff. One technician indicated they don¿t always fill the cartridge up with ovd. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.